Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor probe part was missing. Advised customer will send replacement. The customer's blood glucose was unknown.